Event description:
A medtronic rep reported that the site noticed image artifact on the lateral image while scanning a spine model. They took an ap and then a lateral image. The ap image was still visible in the lateral image. This did not occur with a pt present.

Manufacturer narrative:
No pt was present as this issue was observed when scanning a model. Medtronic rep checked out the system and could not replicate the behavior. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.